Event description:
The technician alleged that the bed will not go into trendelenburg or reverse trendelenburg. No patient impact.

Manufacturer narrative:
The technician replaced the logic board to resolve the issue.